Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose was 156 mg/dl. No additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.